Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of bands difficult to deploy.

Event description:
This pertains to one of two speedband superview super 7 devices used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. It was reported that during the procedure, the first speedband superview super 7 kit had difficulty deploying the bands. A second kit was then used; however, after the first band was deployed, the suture connecting the banding wire to the banding cap broke. The procedure was successfully completed using a third speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: it was reported that after attaching the ligating unit to the trip wire, the physician did not take up slack by pulling the proximal end of the trip wire on the handle unit. Instead, they rotated the wheel. However, according to the instructions for use (IFU), the physician is required to take up slack by pulling the proximal end of the trip wire on the handle unit before proceeding.

Manufacturer narrative:
Block h2: correction: block b5 updated for additional informationblock h6: imdrf device code(B)(6) captures the reportable event of bands unable to deploy.

Event description:
This pertains to one of two speedband superview super 7 devices used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. It was reported that during the procedure, the first speedband superview super 7 kit bands would deploy but remained on the cap, preventing proper release. A second kit was then used; however, after the first band was deployed, the suture connecting the banding wire to the banding cap broke. The procedure was successfully completed using a third speedband superview super 7 devices. There were no patient complications reported as a result of this event. Note: it was reported that after attaching the ligating unit to the trip wire, the physician did not take up slack by pulling the proximal end of the trip wire on the handle unit. Instead, they rotated the wheel. However, according to the instructions for use (IFU), the physician is required to take up slack by pulling the proximal end of the trip wire on the handle unit before proceeding. Note: per additional information received on 12 december 2025, the first speedband superview super 7 kit bands would deploy but remained on the cap, preventing proper release.